Event description:
It was reported to MFR that the vns pt was experiencing an increase in seizure activity, relationship to pre-vns baseline unk. A battery life calculation was performed with provided settings from the site, and revealed that the generator was not likely nearing end of svc. Attempts to obtain additional info have been made, but have been unsuccessful to date.